Event description:
It was reported that episode review was required of an untreated event which was detected during an episode of atrial fibrillation (af). There appeared to be t-wave oversensing and also oversensing of noise and diminished r-wave measurements. Review of the data from the previous device identified the patient had a history of inappropriate shocks which were resolved with device reprogramming. However, the programming was not carried over to this replacement device which resulted in two inappropriate shocks. The patient was admitted to the hospital as the inappropriate shocks accelerated the arrythmia to ventricular fibrillation (vf). A boston scientific technical services consultant discussed programming options for this patient. The physician programmed the device back to 2x gain in primary vector. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was required of an untreated event which was detected during an episode of atrial fibrillation (af). There appeared to be t-wave oversensing and also oversensing of noise and diminished r-wave measurements. Review of the data from the previous device identified the patient had a history of inappropriate shocks which were resolved with device reprogramming. However, the programming was not carried over to this replacement device which resulted in two inappropriate shocks. The patient was admitted to the hospital as the inappropriate shocks accelerated the arrythmia to ventricular fibrillation (vf). A boston scientific technical services consultant discussed programming options for this patient. The physician programmed the device back to 2x gain in primary vector. No additional adverse patient effects were reported.this supplemental report is being submitted to report additional coding. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was required of an untreated event which was detected during an episode of atrial fibrillation (af). There appeared to be t-wave oversensing and also oversensing of noise and diminished r-wave measurements. Review of the data from the previous device identified the patient had a history of inappropriate shocks which were resolved with device reprogramming. However, the programming was not carried over to this replacement device which resulted in two inappropriate shocks. The patient was admitted to the hospital as the inappropriate shocks accelerated the arrythmia to ventricular fibrillation (vf). A boston scientific technical services consultant discussed programming options for this patient. The physician programmed the device back to 2x gain in primary vector. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.